Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. Additionally, it was reported that the pump volume was not working or was too low and that the pump touch screen was no longer as bright. Customer's blood glucose level was 205 mg/dl. The customer applied more pressure to the wake button to address the issue. Reportedly, customer continued to use pump for insulin therapy.